Manufacturer narrative:
Event summary: as reported, during a flexible ureteroscopy a ncircle helical tipless stone extractor failed. The user was attempting to remove the stone when they found that two of the wires stuck together. The device was tested prior to use. The procedure was completed by using an additional device. No portion of the device was left within the patient. No additional procedures or prolonged hospitalization occurred. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the instructions for use, manufacturing instructions, and quality control procedures and functional tests and visual inspections were conducted during the investigation. One ncircle helical tipless stone extractor was returned for investigation. The device was returned with handle in closed position and the basket formation is open position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5 cm in length. A function test determined the handle does not actuate the basket formation. The basket formation appeared uneven and asymmetrical. The basket sheath was smashed and had a twisted appearance. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The information provided upon review of complaint file and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. A review of relevant manufacturing documents was conducted. The product specification for the ncircle helical tipless stone extractor nthses-030115-udh was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device caution the following: ¿precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that it is possible that procedural factors such as patient anatomy, size/location of the stone, or user technique caused or contributed to the damage. There was not enough evidence/information available to determine the cause of the damage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy a ncircle helical tipless stone extractor failed. The user was attempting to remove the stone when they found that two of the wires stuck together. The device was tested prior to use. The procedure was completed by using an additional device. No portion of the device was left within the patient. No additional procedures or prolonged hospitalization occurred. The patient did not experience any adverse effects due to this occurrence. There are seven related events reported by the same customer under patient identifiers (B)(6).